Event description:
It was reported that the patient presented remotely via merlin.net. The pulse generator exhibited backup vvi operation. The presyncopal patient presented in clinic for follow up. After a successful device software download, normal function resumed. The patient was doing well post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).